Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not connect with external devices and, subsequently, stimulation was lost.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Based on information obtained, the ipg was reported to be in service app mode from a recent procedure. Further follow-up related to the service app issue will be made under related manufacturer reference number: 1627487-2019-11567.